Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a fusion oxygenator, a fiber leak occurred. There was less than 50 ccs of patient blood loss. An unplanned blood transfusion was not required because of the blood loss from the leak. The leak originated from the component. The same leak did not appear in multiple packs. The input was not changed. Plasma breakthrough did not occur. Heparin was the anticoagulant that was used, 400 units per kg. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a fiber leak with blood staining on the bottom of the fiber bundle. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the fiber bundle. Reason for the return was visually confirmed by the blood staining on the bottom of the fiber bundle. Additional info h6: updated the annex b and annex c codes additional info d4: serial number information added additional info d9: device evaluation availability question updated and device return date added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.